Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 441 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported patient presented at healthcare professional clinic today ((B)(6) 2016) for evaluation, and blisters were noted at midline incision on back. It was unknown what may have caused or contributed to the issue. It was stated pump and catheter were removed due to infection and will be replaced in future. It was noted both pump and catheter will be returned for analysis. Pump and catheter were explanted on (B)(6) 2016, and antibiotic regimen and oral baclofen management was done to resolve the issue. Status post catheter replacement on (B)(6) 2016; subsequent cerebrospinal fluid leak with infection. The issue was said to have been resolved and patient status was alive-no injury. Other medications taken at time of report were colace (docusate sodium), macrodantin (nitrofurantoin macrocr), notrel 1-35, ditropan xl (oxybutynin xl), senokot-s 50/8.6mg, fiber choicechew, menthol/phenol, mylanta ultimate strength 500-500 ml, milk of magnesia (mag hydrox), norinyl 1/35, levothroid (levothyroxine), lipitor (atorvastatin), myrbetriq, amitiza (lubiprostone), senexon (sennosides), florastor (saccharomyces boulardii), proloprim (trimethoprim), zyrtec (cetirizine), zoloft (sertraline). Additional information was received from a device manufacturer representative (rep). It was unknown as to when the patient first started experiencing the blister at the midline incision and it was unknown what factors caused, led, or contributed to the blister.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product analysis found that the pump was overinfusion with an undetermined cause. Analysis found that the catheter had no significant anomalies, as there was only a tear identified in the seal near the guide ring. Pump- eval code-result updated. Eval code-conclusion pending additional information, and will be updated as soon as the information is received. Catheter- eval code-conclusion updated. Eval code-result updated. Correction ¿ previously reported ¿eval code-conclusion for the pump was update¿ the correct conclusion code had been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recall z-1570-2014 added.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type catheter. (B)(4) . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 441 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported patient presented at healthcare professional clinic today (2016 (B)(6) ) for evaluation, and blisters were noted at midline incision on back. It was unknown what may have caused or contributed to the issue. It was stated pump and catheter were removed due to infection and will be replaced in future. It was noted both pump and catheter will be returned for analysis. Pump and catheter we explanted on 2016 (B)(6) , and antibiotic regimen and oral baclofen management was done to resolve the issue. Status post catheter replacement on 2016 (B)(6); subsequent cerebrospinal fluid leak with infection. The issue was said to have been resolved and patient status was alive-no injury. Other medications taken at time of report were colace (docusate sodium), macrodantin (nitrofurantoin macrocr), notrel 1-35, ditropan xl (oxybutynin xl), senokot-s 50/8.6mg, fiber choice chew, menthol/phenol, mylanta ultimate strength 500-500 ml, milk of magnesia (mag hydrox), norinyl 1/35, levothroid (levothyroxine), lipitor (atorvastatin), myrbetriq, amitiza (lubiprostone), senexon (sennosides), florastor (saccharomyces boulardii), proloprim (trimethoprim), zyrtec (cetirizine), zoloft (sertraline).

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep when the device was returned to the manufacturer. It was stated that the type of baclofen being delivered was lioresal. The information included pump logs, which had no significant errors or messages to report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.